Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high glucose. Customer¿s blood glucose at the time of the incident was 25 mmol/l and current blood glucose was 18.7 mg/dl. The customer treated with the insulin pen. Troubleshooting was done for high blood glucose and under delivery. The customer reported that they had performed a high pressure test and the test was passed. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The reservoir will not be returned for analysis.